Manufacturer narrative:
From a visual eval of the tome device found that the working length/ distal tip was twisted and bent. A functional eval of the guidewire - device compatibility was performed by inserting a 0.035" guidewire first through the introducer and then backloading through the tip and advancing it through the channel and found that, after the initial advancement, it was difficult to advance the guidewire through the tome due to the bent working length. The condition of the returned incident device was consistent with the complaint that the guidewire could not be advanced through the tome device. The most probable root cause is operational context. The twisted/ bent working length and difficulty advancing the guidewire through the tome are likely due to procedural factors encountered during use of the device. (B)(4).

Event description:
Note: the event date is unknown. It was initially reported to boston scientific corporation on (B)(6) 2009, that a hydratome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure the pre loaded hydrajag guidewire could not be advanced through the hydratome. The procedure was completed with another manufacturer's device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on the investigation results; the working length was bent at multiple places.